Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and noted that he could not duplicate the customer's complaint. However, it was verified it happened a few times in the significant log. Unit was alarming proximal pressure sensor autozero failed. This occurred after the unit was running in ventilation mode for 15 minutes. The fse installed the pm pcba, and it did not solve the issue. Reinstalled the original pm pcba. While continuing to troubleshoot the fse tried a different mc pcba from a good unit, and it solved the issues. Unit ran for 20 minutes without an alarm condition. Customer will be ordering the mc pcba and repair the unit. The customer declined further service and is taking responsibility of the repair.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is displaying error 110b proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer has reported replacing the gas delivery system (gds) assembly and the problem has not been resolved. The rse informed that the proximal pressure is not measured, and pressure-related alarms are compromised. The rse provided troubleshooting steps to the customer. 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The rse requested that the customer to advise on the pin alignment and provide an update.

Manufacturer narrative:
H10: the customer called back to tech support and confirmed that he received the motor controller (mc) printed circuit board assembly (pcba) and replaced it as it was noted previously which was confirmed that it resolved the issue and went back into service for use. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the mc pcba was the cause of the reported issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.